Event description:
Customer reported the panorama central station's display had no video output, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and replaced the video board. Unit was calibrated and tested to factory's specifications.